Manufacturer narrative:
E1 patient city (B)(6). Patient country united states.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glcose. The blood glucose level was found to be 600mg/dl. The patient was treated with IV insulin drip no further information available.